Manufacturer narrative:
H3: product ID 97755 ; serial# (B)(6); product type recharger was returned for product analysis. Analysis found electrical failure. Specifically, no device found was observed. Visual observation noted scratch marks on donut. The unit was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient (pt) reported for about the past 3 weeks, they had been having problems with their controller. Patient said when they were charging their implanted neurostimulator, the controller would make a beeping noise and then the screen would go completely white. Patient would have to reset the controller and then plug the controller into the ac power supply for a couple minutes, then plug it back into the recharger to charge their implant again. Patient then said the controller will beep again and say, "no battery" even though the controller battery was at 70%. Patient said they would be sitting there charging good and then all of a sudden it would come up with a message saying no battery charging. Patient did not recall the specifics of the message. Patient mentioned they had also noticed a screen issue. Agent asked, patient stated it was like a screenshot of screens overlapping. The issue was not resolved through troubleshooting. Patient was at work and did not have their equipment with them at the time of the call. Patient will call back to troubleshoot once they have the equipment present for further steps. Patient mentioned this was the second controller they have received. Patient has an updated healthcare provider but did not recall name. Patient(pt) called back stating that they had been instructed to call back once they had the controller with them. Pt repeated previously documented information. Agent had pt remove the battery pack however when the pt was asked to plug the controller to the ac power supply, pt stated that they did not bring the ac power supply and recharger. They noted that they were only instructed to bring the controller. Pt will call back tomorrow to continue troubleshooting. Pt calling back stating she has her equipment and states the screen is white and icons together and states there is nothing to troubleshoot as the equipment doesn't work. A replacement controller was sent out. Pt mentioned having previous replacements. Patient (pt) called back and repeated previously documented information. Pt stated they received the replacement battery pack (bp), but the controller would not turn on. Pt also stated they tried to maneuver the controller with the battery pack(bp). Agent had pt reset the controller with ac power supply. Pt confirmed that the controller turned on and displayed a "battery empty [49]" message. Pt confirmed that the controller battery was empty (recharging) and the implant was at 50%. Agent reviewed information and advised the pt to continue charging the controller. Patient called back reporting continued issues charging their implant. Patient described an orange light with a call mdt message and a beep; patient noted seeing rm03. Patient stated they reset the controller and it does the same thing. Patient added that they charged the implant for 30 minutes and it only charged from 50 to 60%. Patient reported no visible damage to the recharger but added that that paddle normally gets warm while charging the implant and it wasn't getting as warm as usual. Agent sent request to repair for replacement recharger. Patient commented they have to this device or they can't move. Agent sent request to repair for replacement controller, due to previously documented issues, as agent had ordered incorrect component (battery pack).

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.